Manufacturer narrative:
An unopened sample of product code umm3, lot lb8cxzw0 was returned for analysis. During the visual inspection of the unopened foil, multiples wrinkles were found and the cavity on the bottom foil was broken; however, the breaking was on the wrinkle appears to be by excessive handling. Per the condition of the sample received the assignable cause of the packaging integrity, suggest an improper handling.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2018 and mesh was used. The sterile package was found broken before use on the patient. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.